Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom portion of mobile programmer application screen would not refresh during an implant session. Pressing where the button should be allowed it to continue functioning. The application remains in use. No patient complications have been reported as a result of this event.